Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the endoscope image was pixelated. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting the pixelated image, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and found to have a failed focus at a working distance all distance on the right eye. The endoscope was visually inspected and was found with damage at the distal end. The distal window located at the distal tip was visually inspected and found cracked. The endoscope housing had discoloration. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer-reported issue.